Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side). Update: (B)(6) 2011 - litigation papers received. They allege that patient experienced significant pain, soreness, and discomfort; difficulty walking and performing routine activities; inability to lead a normal life; elevated metal ion levels; and revision surgery, which found soft tissue inflammatory changes consistent with arthroplasty reaction. They also allege that doi was (B)(6) 2007. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report the following: moderately large amount of fluid around joint; joint and troch bursal areas were confluent; piriformis and short external rotator muscles were absent; thick rindy greenish brown capsular tissue as capsular membrane; small amount of brownish exudative type material tracking along tissue planes. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt was revised to address acetabular loosening.